Manufacturer narrative:
The device has been returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. Please see the updates in sections: d10, g4, g7, h2, h3, h6, and h10. The device manufacture date is not known. The customer reported that this device stopped cutting and coagulating during a surgery. Upon evaluation, the user¿s complaint could not be replicated. Other incidental observations were that labels on the device were not legible. The front panel was damaged and needed to be replaced. There was dust and debris inside the unit and that needed to be cleaned out. The keypad was damaged and was replaced and the device needed calibration. The user's complaint was unable to be confirmed. The device history review has not indicated any issues with the manufacturing process that might explain the failure observed by the customer.

Manufacturer narrative:
There is no patient information, event date, or additional event information available yet. (B)(6) the device was returned to the (B)(4) service center. The device was evaluated and could not reproduce the error seen by the user. The device will be sent to the original equipment manufacturer for further investigation. We are unable to determine a definitive root cause of the reported complaint at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during the procedure the device stopped cutting and coagulating with an error of internal device failure appearing on the screen. There was no adverse impact to the patient.